Manufacturer narrative:
This is a final report.

Event description:
Per the audiologist's report, the pt had a surgical procedure for treatment of dizziness in 2007. Reportedly, the patient's balance improved. Per the surgeon's report on 18-apr-2007, it is possible that the pt dizziness was related to cochlear implant surgery or implant use. The pt continues to use the implant system.